Event description:
The manufacturer service technician reported that the device had missing components. The event occurred during functional testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.